Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level would go into the 300-400 mg/dl range when the cartridge had less than 50 units of insulin. This typically occurred on the fourth day of using novolog in the cartridge. A bolus via the pump and/or a change of the pump supplies would be performed to address the bg level. As this event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause.